Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was doing well and suddenly she was no longer able to feel stimulation on the left side of her head. The rep reported that the patient was implanted for occipital neuralgia. The rep reported that no troubleshooting was done at the time of the report but an impedance check was planned and a possible reprogramming. The rep reported that they would follow up with the patient on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that impedances showed some open circuits. The representative was able to program around the issue. Contacts 1, 2, 3 and 4 were greater than 10000ohms with .7v and using contact 0 as reference.